Event description:
It was reported that during use of the bd eclipse¿ needle the needle fell off when administering vaccine. It was reported that it occurred on several separate occasions, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd eclipse safety 25 gauge, 25 mm length needle. Several times (different occasions) the needle fell off vaccine. I was very conscious of the fact that they sometimes fell off so was very careful to ensure they were on properly. Still had a few fall off unexpectedly.

Manufacturer narrative:
H.6. Investigation summary: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis.a review of the device history record could not be performed as a lot number was not provided for this incident. A review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. The reported defect cannot be confirmed as no photos / samples were returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd eclipse¿ needle the needle fell off when administering vaccine. It was reported that it occurred on several separate occasions, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd eclipse safety 25 gauge, 25 mm length needle. Several times (different occasions) the needle fell off vaccine. I was very conscious of the fact that they sometimes fell off so was very careful to ensure they were on properly. Still had a few fall off unexpectedly.